Event description:
The customer contacted stryker to report that their device "did not shock during patient therapy". This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue could not be duplicated or verified. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device "did not shock during patient therapy". This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.